Event description:
It was reported the patient never had a therapeutic effect and was not getting any therapeutic benefit. The patient reportedly never received therapeutic benefit. The stimulator was not working for the patient and it hadn¿t been working for 2 years. The patient was going to have a MRI of the lumbar spine. It was later reported the MRI was not performed because it was ¿only compatible for head only.¿ the patient hadn¿t seen a managing physician for her implant in a long time. The health care provider (hcp) thought something was wrong with the implant. The patient was referred to a neurologist. The hcp was trying to determine what the cause of the patient¿s pain was. It was unknown if the device was checked by a manufacturer representative (rep). No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)